Manufacturer narrative:
A philips authorized field service engineer (fse) went to the customer site and found the transducer value is not in tolerance. The fse determined that the issue was caused by an electronic defect. No repair was possible; therefore, the fse replaced the device to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty transducer. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an avalon us transducer indicating that the value is not in tolerance. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.